Manufacturer narrative:
(B)(4).

Event description:
It was reported that this patient with this right ventricular (rv) lead had tripped and fell at home after this lead was implanted only for four days. After the fall they experienced phrenic nerve stimulation. The patient was seen in an emergency room and a chest x-ray was performed and found that the rv lead had perforated the heart wall. It was also observed that this rv lead exhibited pacing inhibition and high thresholds. Subsequently, this rv lead was successfully repositioned. No additional adverse patient effects were reported.